Event description:
It was reported that the patient expired. A 1.75mm rotapro catheter was selected for a complex percutaneous coronary intervention (pci) case in the left main circumflex and marginal branch. It was a difficult case which was impella assisted. The patient had 20% ejection fraction (ef). During the procedure, the device worked as intended. There was a perforation of the circumflex. The patient expired in the evening, post procedure, in the operating room. The physician believed that the device did not cause the death and felt it was a surgery that turned down.